Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over 1 hour occurred for the transmitter with the serial number 8y03nc . However, data for the transmitter with the serial number 8xk71h was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.